Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified damage and reddish material in the surface of the pebax. During the procedure, after placing the qdot into the right atrium, contact force increased 90g or more at the time of begging of cti (cavotricuspid isthmus) ablation ablation. This occurred approximately 5 minutes after inserting the device into the patient's body. No error messages preceded the contact force issue. The issue was not resolved by reobtaining cf (contact force) zero, reinserting the cable, or replacing the cable. The issue was resolved by replacing the qdot micro catheter. The procedure was completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, and force test of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and damage in the surface of the pebax. The force features were tested and no errors were observed, the device was visualized and recognized correctly. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31543217l and no internal action related to the complaint was found during the review. The foreign material inside the pebax's identified during the investigation could be related to the force issue reported by the customer; therefore the complaint was confirmed. The potential cause of the pebax's damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In addition, related to the damage on the pebax's surface, the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).